Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device change out procedure. The right ventricular lead was capped and replaced on (B)(6) 2016 due to high pacing lead impedance and intermittent capture. The patient was stable throughout the procedure.